Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs ipg on (B)(6) 2009. It was reported that pt no longer received stimulation and could no longer communicate with the ipg. This was due to the pt never recharging the device. As a result, the ipg was explanted and replaced. The ipg will not be returning to sjm because it was inadvertently discarded by the facility.